Manufacturer narrative:
Tandem¿s t:slim g4 user guide states: "check the luer lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer lock connection can result in under delivery of insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 477 (mg/dl) and ketones. Contact changed supplies and customer resumed insulin therapy to address bg levels. During troubleshooting with tandem technical support, customer noted that the luer lock was slightly loose. Contact reportedly tightened lock. Recommendation was made to consult with health care provider to discuss diabetes management.